Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-06123. It was reported the pt has been experiencing rib and abdominal stimulation. X-rays were taken and revealed both of her leads had migrated. The pt scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.